Manufacturer narrative:
Correction: h6: codes should reflect device not returned.

Event description:
It was reported that during an implant procedure, the set screw of the device was found to be stripped. The device was not used and another device was used to complete the procedure. The patient was discharged and no further patient consequences were reported.